Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.